Event description:
Same case as MDR ID: 2134265-2015-02093 and 2134265-2015-02135. It was reported that burr became stuck on the rotawire and balloon rupture occurred. The 90%stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After ablation was performed with a 1.75mm rotablator, the lesion was observed with an optical frequency domain imaging (ofdi) catheter .a 2.00mm rotalink¿ plus rotablator and an unspecified size rotawire were selected to treat the lesion, but the 2.00 rotablator was stuck with the rota wire and the rotablator was unable to advance inside a non bsc guiding catheter. The 2.00mm rotablator and the rota wire were removed together from the patient. The physician tried to remove the rota wire from the rotablator 2.0mm, but was not able to do so. Since the procedure took a long time, the lesion was dilated with a non bsc balloon catheter. Then, a 3.5 x 24 non bsc stent was implanted, and the lesion was observed with ofdi catheter. A 12mm x 5.00mm nc quantum apex¿ balloon catheter was advanced to post dilate the lesion. The 12mm x 5.00mm balloon was inflated twice; at 18 atmospheres on the 1st inflation but ruptured on the 2nd inflation at 18 atmospheres after 20 seconds. There was no kink prior to use, no resistance during the procedure. The balloon was completely removed from the patient. A 5.00mm non bsc balloon catheter was advanced to dilate the lesion but ruptured on the 2nd inflation at 20 atmospheres. The lesion was observed with ofdi catheter and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).